Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer reported a low reading issue with the adc device. The report contained the following information: "my freestyle libre 2 sensor started giving reading that were off by 50-70 points. I have been wearing that sensor for 2 days and it was initially relatively accurate (with 10 points compared to my traditional finger glucometer). I waited and tested multiple times over about an hour and the libre sensor continued to hover in the 50-60 range while my glucometer readings slowly increased from 102 to 128 (this incident happened around lunch, hence the rising glucose levels)." There was no report of an adverse event or third-party intervention due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.